Event description:
During a pulmonary vein isolation procedure using a brk transseptal needle, a cardiac perforation occurred. Transseptal puncture was performed with the brk transseptal needle and a perforation of the left atrial appendage occurred. An echocardiogram revealed no fluid leakage in the pericardium and no intervention was required. The patient remained stable and was monitored for several hours. There were no performance issues with the brk transseptal needle.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.